Manufacturer narrative:
E2 (health professional): no; and e3 (occupation): non-health professional. The device was returned to olympus for evaluation. The device was visually inspected, and functional testing was performed. Image flickering due to cable deformation was observed. The cause of the occurrence could not be identified based on the information obtained from this complaint and the investigation results. A DHR review of the current product was conducted, and no problems were found. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited flickering images. There was no patient involvement.